Event description:
It was reported that the patent had erythema at the implantable neurostimulator (ins) incision. The outcome was reported as resolved without sequelae. Interventions included clindamycin 300 mg qid x7 days. Lab work was done and resulted in crp 1.3 mg/dl. Diagnostic methods on (B)(6) 2015 showed erythema at ins site. Diagnostic methods on (B)(6) 2015 included examination and palpation and showed that the patient had no erythema, warmth, edema, or exudate of the left supra gluteal region. The event was unlikely related to the device or therapy and related to the implant procedure. The severity was noted as mild.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 377860, lot# v011050, implanted: (B)(6) 2006, product type: lead. Product ID: 377860, lot# v010451, implanted: (B)(6) 2006, product type: lead. (B)(4).